Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found worn diluted detergent roller tubing. The fse replaced the diluted detergent roller tubing which resolved the issue. The fse performed system performance verification successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(6).

Event description:
Customer reported the dxc 700 au clinical chemistry analyzer generated erroneous low patient results on multiple analytes which includes ise (ion selective electrode) sodium (na), potassium (k), blood urine nitrate (bun), creatinine (crea). There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics.